Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer, reported via sales rep, (B)(6) that when the brand new product was opened as part of a set, and sent to the sterilisation department, it was noted that the mechanism had jammed meaning that the item cannot be used. The sales rep added that the damage on the handle was from attempts to free the mechanism, not through misuse. The customer further reported that the product was not actually used on a patient during this surgery, it was only part of a set. No adverse consequences or delays to surgery were reported.